Event description:
The customer observed a false elevated magnesium (mg) result for a patient while running on the architect c4000 processing module. The initial mg result generated was 6.91 mg/dl with a repeat result of 2.34 mg/dl. The customer¿s normal reference range for magnesium is 1.6-2.6 mg/dl. The patient had a previous mg result of 2.8 mg/dl. The discrepant result was not reported out of the lab. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) resolved the issue by replacing the high concentration waste peristaltic pump tubing and preforming multiple cleaning/alignment/adjustment procedures on the architect c 4000 processing module (serial number (B)(6)). No additional discrepant result issues have been reported since the service activity was completed. A definitive cause of the discrepant result was not identified. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending were reviewed and did not identify any trends related to the issue. The device history record was reviewed and did not identify any non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect c4000 processing module (serial number (B)(6)) was identified.